Event description:
The lay user/patient contacted lifescan (lfs) another country in 2007 alleging inaccurate high blood glucose readings on their one touch ultra meter. A medical affairs specialist (mas) sent follow up questions; however, the customer care advocate (cca) spoke to the patient and obtained the following information: the patient mentioned that she has had experienced several hypoglycemia in the past when her meter had been displaying "normal" readings. One day earlier, at noon, on original date,the patient ate lunch, and then took her insulin according to her meter result. At this time, there is no information on what her blood glucose reading was at noon. At 12:30 pm, the patient was working in her garden and began to exhibit symptoms of feeling weak and shaky. Due to her symptoms, she tested her blood glucose and obtained a 111 mg/dl. She took some glucose and immediately felt better. She did not seek any medical attention or contact her physician for assistance. On the mo, she was exhibiting symptoms which consisted of feeling weak, shaky, sweaty and just felt sick. She did not attempt to treat herself. She visited her physician because she did not feel comfortable with her meter readings. Patient's physician compared her meter to his meter and obtained a 106 mg/dl on her meter and a 45 mg/dl on the physician's meter. The readings were taken less than 10 minutes from one another. She was treated with oral glucose and felt better soon after treatment. Cca was unable to troubleshoot, since the patient left her meter and supplies with her at the physician's office. Cca sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know whether the patient was exhibiting symptoms on the morning of the same day, and whether she attempted to test her blood glucose prior to visiting the physician. It would have also been helpful to know her blood glucose readings one day earlier. The complaint is being reported because the patient alleged she obtained inaccurate high readings, took insulin based on one of the meter result, and ended up becoming hypoglycemic.